Event description:
It was reported that prior to the trial procedure starting, the patient has been having mild chest pain and did not inform of the symptom to the physician. The chest pain doubled over during the trial period that led to patient being admitted in the emergency room (ER), and patient was administered with aspirin. The trial was ended on the fourth day as the patient was still in the hospital with intermittent chest pains. The removed lead was not returned as it was kept by the medical facility. Additional information was received that the patient had cardiac stents placed and is being monitored by a cardiologist.

Event description:
It was reported that prior to the trial procedure starting, the patient has been having mild chest pain and did not inform of the symptom to the physician. The chest pain doubled over during the trial period that led to patient being admitted in the emergency room (ER), and patient was administered with aspirin. The trial was ended on the fourth day as the patient was still in the hospital with intermittent chest pains. The removed lead was not returned as it was kept by the medical facility.